Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause or treatment for the peritonitis was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.